Event description:
Pump channel 1 was reported to overinfuse during clinical use. The facility's materials manager reported the pump was programmed to infuse a piggyback bag of insulin, 50 units in a 50ml bag, at a rate of 1ml/hr. It was reported that the entire bag infused in just 1 hour. The pt has addison's disease and is therefore insulin sensitive. As a result, the pt was given 20meq postassium chloride in 5% dextrose and 0.9% sodium chloride injection, usp at a rate of 100ml/hr and the pt's blood sugar levels were monitored every 15 minutes for 4 hours. The pt's blood sugar never went lower than 202 and no adverse outcome resulted. The pt was transferred to a different hospital following this incident for an unrelated reason per the risk manager. Baxter has been unable to obtain additional information, such as specific pt information, tubing product code and lot number and any additional information.